Event description:
This unit was returned for service. There was no patient harm reported. It was discovered during the repair evaluation that the alarm functioned intermittently. The solder on the alarm capacitor was repaired to correct the problem. This malfunction was found while on the technician's bench. There was no patient involvement.